Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, patient information was not provided.

Event description:
It was reported that the t-connectors are not tight and leaking. It was also noted that the spin collars are stiff, hard to screw in, which makes the user doubt the IV patency, the event occurred in the emergency department. Although requested, additional information was not provided.